Manufacturer narrative:
MFR rec¿d date:15oct2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the air flow sensor to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported pressure sensor failure. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported pressure sensor failure. There was no patient or user harm reported.